Event description:
It was reported that the atrial lead exhibited intermittent sensing of p waves, and initial attempts at reprogramming resulted in far field r-wave (ffrw) oversensing. It was further reported that the patient will continue to be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947m implantable tachy lead - 2012-(B)(4), 4196 implantable pacing lead - 2012-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead exhibited intermittent sensing of p waves, and initial attempts at reprogramming resulted in far field r-wave (ffrw) oversensing. Follow up is currently in process for additional information. The lead remains in use. No patient complications have been reported as a result of this event.